Manufacturer narrative:
(B)(4): the rubber keypad was found to be intact but the button symbols were found to be worn. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons had been intermittently unresponsive for many weeks. The patient stated that the keypad is intact. The patient noted that he wears the pump in his pocket and does not clean the pump. There was no reported adverse event as a result of the alleged malfunction. This complaint is being reported because the button responsiveness issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.